Event description:
Description of event according to complainant: it was noted on angiography that two of the primary legs had fractured and detached. Removal of the fractured pieces was not attempted as they were determined to be non issue. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer's report number: (B)(4). Catalog: unknown, but referred to as a celect filter. Exact implant date is unknown, but it is referred that the celect filter was placed in 2007. The investigation is in progress.